Manufacturer narrative:
Product ID. 8709 lot# l55005, implanted: 1998 (B)(6), product type catheter product ID. 8575 lot# n0053412, implanted: 2006 (B)(6), product type accessory. (B)(4).

Event description:
It was reported, the health care provider (hcp) needed to wean the patient was "down" because, the pump needed to be removed. It was reported, the patient was going to have back surgery and needed to have the pump replaced "because it's so old." It was reported, "the patient went to the surgeon to begin with but I think that he doesn't think it's going to be able to be replaced with the anatomy of his back. I think there is just not going to be room to place that catheter, he thinks." It was reported, the reporter "could be wrong" about how old the pump was. The device system was used to deliver clonidine, bupivacaine, and dilaudid. Additional information has been requested, but was not available as of the date of this report.